Event description:
Broken haptic during use; damaged haptic; trailing haptic came out of injector with a kink and had tobe removed from patients eye. Product replaced with another lens immediately during surgery; patient impact: explantation patient health not impacted; patient has recovered and is fine.

Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred in the USA.haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.:(B)(4); model: b3pc). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Sota-60-05). Based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.